Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen screen. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged frozen screen, time/clock anomaly, and keypad unresponsive/button error alarm found on march 02, 2022. The device passed the displacement test, active current test, sleep current test, self test, and keypad voltage test. No frozen screen, time/clock anomaly, or stuck keypad alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected power alarms, unexpected battery alerts, or stuck key alarms noted during testing or found in the history files on or near the event date. Hour and date was set up during testing and time and our function properly. Device was cut open to perform visual inspection and found dried insulin in the motor slide and evidence of moisture damage¿on electric board 1 and electric board 2.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad unresponsive/button error alarm, missing display window/cover, pillowing keypad overlay frozen screen, keypad unresponsive/button error alarm, or time/clock anomaly was not observed during analysis and passed all required testing. Frozen screen, keypad unresponsive/button error alarm, and time/clock anomaly not confirmed. Exposed to moisture confirmed on electric board 1 and electric board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the first follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: the pump passed the displacement test, active current test, sleep current test, self test, and keypad voltage test. No frozen screen, time/clock anomaly, or stuck keypad alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms, unexpected battery alerts, or stuck key alarms noted during testing or found in the history files on or near the event date. Hour and date was set up during testing and time and our function properly. Pump was cut open to perform visual inspection and found dried insulin in the motor slide and evidence of moisture damage¿on pcba 1 and pcba 2.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad unresponsive/button error alarm, missing display window/cover, pillowing keypad overlay frozen screen, keypad unresponsive/button error alarm, or time/clock anomaly was not observed during analysis and passed all required testing. Frozen screen, keypad unresponsive/button error alarm, and time/clock anomaly not confirmed. Exposed to moisture confirmed on pcba 1 and pcba 2.